Event description:
Name of procedure performed: mediastinal mass vats resection. Can you please advise me whether there is a record of bag fragments remaining inside a patient, and whether the material is biocompatible. This information we could not find in the product brochure. We have had a recent case where the bag ruptured while trying to extract the specimen after a mediastinal mass vats resection. A small fragment of plastic - approximately 4 mm large - was lost in the patient's chest. We could see it through the camera for a second but an attempt at retrieving it was unsuccessful and we were unable to locate it again afterwards. We decided not to proceed to thoracotomy at the end of a complex but successful operation by vats in search of a small transparent fragment that we might not have been able to locate even in an open chest. However, it would be useful to know if there is an actual risk of future damage for the patient that we should consider in deciding our next steps. Additional information received by email from applied medical representative on 02oct20. The patient is ok and there are no correlation between his status and what happened. But, for the surgeon, it is very important to know something about the biocompatibility of the material to decide what to do in the next days. Date of incident: (B)(6) 2020. Model and lot number not available. The product was disposed and no replacement is requested. No pictures nor videos available. Alexis and a metal retractor were used to enlarge the incision. Location of the bag breakage is the seam of the bag. The doctor says that maybe too much tension was applied during the extraction of the tumor, as it was bigger than they thought. Now, it is very important to him to know something more about the material of the bag, just to decide what to do with the little fragment that remained into the patient's body. Translation of the information received from the customer declaration received on 19oct20: during the or maneuver to extract an anterior mediastinal mass in videotoracoscopy the medical device broke and a millimetric transparent plastic fragment get lost, it was briefly identified by the camera but later it fell in the pleural cable. The following attempts of localization have been in vain. Therefore, the recovery was attempted by repeated washing of the pleural cable and suction of the washing fluid, which was filtered but without finding the fragment, which is very likely left in the chest. The company has been contacted to verify the composition of the fragment that turns out to be polyurethane, whose basic components are isocyanates that can give irritative reactions in acute. The material has not been tested for biocompatibility, as it is not a device intended to be implanted. Actions taken: information to the manufacturer/distributors, information to the health department/general management, communication to the person in charge of supervision. Other consequences: extension of the intervention time by a maximum of 30 minutes. Patient status: "the patient is ok " type of intervention: we could see it through the camera for a second but an attempt at retrieving it was unsuccessful and we were unable to locate it. Again afterwards.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to confirm the complainant's experience of a fragmented tissue bag. In the absence of the event unit, it is difficult to determine if the fragmented tissue bag was caused by a device non-conformance. Based on the description of the event, it is possible that the tissue bag fragmented from the stress exerted on the tissue bag while the specimen was being removed from the extraction site. However, applied medical is unable to confirm the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not expected to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: mediastinal mass vats resection. Can you please advise me whether there is a record of bag fragments remaining inside a patient, and whether the material is biocompatible. This information we could not find in the product brochure. We have had a recent case where the bag ruptured while trying to extract the specimen after a mediastinal mass vats resection. A small fragment of plastic - approximately 4 mm large - was lost in the patient's chest. We could see it through the camera for a second but an attempt at retrieving it was unsuccessful and we were unable to locate it again afterwards. We decided not to proceed to thoracotomy at the end of a complex but successful operation by vats in search of a small transparent fragment that we might not have been able to locate even in an open chest. However, it would be useful to know if there is an actual risk of future damage for the patient that we should consider in deciding our next steps. Additional information received by email from applied medical representative on 02oct20 the patient is ok and there are no correlation between his status and what happened. But, for the surgeon, it is very important to know something about the biocompatibility of the material to decide what to do in the next days. Date of incident: (B)(6) 2020. Model and lot number not available. The product was disposed and no replacement is requested. No pictures nor videos available. Alexis and a metal retractor were used to enlarge the incision. Location of the bag breakage is the seam of the bag. The doctor says that maybe too much tension was applied during the extraction of the tumor, as it was bigger than they thought. Now, it is very important to him to know something more about the material of the bag, just to decide what to do with the little fragment that remained into the patient's body. Patient status: "the patient is ok." Type of intervention: we could see it through the camera for a second but an attempt at retrieving it was unsuccessful and we were unable to locate it again afterwards.